Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual inspection was performed. The delivery wire was inspected and was observed to be kinked. A microscopic inspection was performed. The interlocking arm of the pusher wire was inspected and no damage was observed. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible product was used during the procedure and it was stated that intermittent flush was maintained. The dfu instructs the user to begin continuous flush before introducing the coil into the catheter and also states that the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f or 0.038 in imager¿ ii selective diagnostic catheter without side flushing holes. (B)(4).

Event description:
It was reported that the coil became stuck when partially deployed. A 6mm x 20cm interlock -35 coil was selected to treat the moderately tortuous splenic artery. During the procedure, intermittent flushing was performed. The physician advanced the coil through a 5f non-bsc catheter and attempted to deploy the coil. However, while pulling the coil back into the catheter, it was noted that coil got stuck and would not advance nor withdraw. Then the coil detached prematurely from the pusher wire. The physician had to pull the entire system and snare the coil out. The procedure was completed with a different embolization device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the coil became stuck when partially deployed. A 6mm x 20cm interlock¿-35 coil was selected to treat the moderately tortuous splenic artery. During the procedure, intermittent flushing was performed. The physician advanced the coil through a 5f non-bsc catheter and attempted to deploy the coil. However, while pulling the coil back into the catheter, it was noted that coil got stuck and would not advance nor withdraw. Then the coil detached prematurely from the pusher wire. The physician had to pull the entire system and snare the coil out. The procedure was completed with a different embolization device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).